Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2014 with the following findings: the pump was powered on and the display was observed to be clear and legible. A call service alarm 054-0000 was observed in the history. Product analysis was unable to duplicate a blank screen.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the screen was blank and unresolved with rebooting the pump. Reportedly, there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.